Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness. H6 codes: health effect - clinical code - e0741 respiratory arrest.

Event description:
It was reported that intermittent audio output occurred. On (B)(6) 2023, the parents reported that the follow app provided intermittent audio output, both parents were away from the patient. The father received intermittent alarms for the patient's low readings; however, the mother did not. While away from the parents, the patient was eating and reported his cgm/app reading was 91 mg/dl with a down arrow. An unspecified time later, the patient was found unconscious and not breathing by the parent. The patient appeared to have had a seizure because his body was contorted. At that time, the bg was 59 mg/dl while the follow app displayed 56 mg/dl. The patient was treated by a parent with baqsimi nasal glucagon, and the patient started seizing again. The patient was further treated with subcutaneous glucagon. An unspecified time after treatment, the bg was 88 mg/dl. There was no mention whether the patient received alerts or alarms for the hypoglycemia, but a parent reportedly did not receive any alerts or alarms on the follow app. Emergency medical service were called and the patient was treated further with zofran and an unspecified IV. The patient was transported to the emergency department and discharged later the same night. There was no documentation of further medical evaluation or intervention for hypoglycemia. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.